Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 214 mg/dl.